Event description:
I was very ill with breast implant illness for 2 1/2 years before explant on (B)(6) 2017 and been detoxing for 3 1/2 years after. Got 30 plus symptoms including a severe sibo c infection, postural hypotension, hypothyroidism, adrenal insufficiency, rash, food intolerances, systemic fungal infection, etc. Still limited energy and heavy metal toxicity. Spent (B)(6) plus for explant and medical bills. FDA safety report ID# (B)(4).